Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. The event log was reviewed and some instances of,"high alarm displayed: downstream occlusion," were found. Functional testing did not duplicate the reported issue. However, error code 41100 occurred. The error code was cleared, and the air detector and downstream occlusion seal were both replaced. The unit was calibrated and then passed all testing.

Event description:
It was reported that the pump constantly gave a downstream occlusion error during testing. Evaluation of the returned device confirmed the reported issue in the event history and identified a torn downstream occlusion seal.